Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak was reported, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm during peritoneal dialysis therapy. The home patient (hp) was connected to the setup, but disconnected prior to calling renal therapy services (rts). The hp noticed that there was solution leaking from the cassette door. Rts assisted the hp with ending the therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.